Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an incomplete nc emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was shaft separation at the distal end of the rapid port exchange (rpe). The distal portion of the separation failed to return for further analysis of which would include the distal portion of the shaft (guidewire lumen and inflation lumen), the balloon, markerbands, and tip of the device. There was a 4mm long tear to the rpe.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. The 71% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending. The patient underwent a chronic total occlusion (cto) procedure. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation and was unable to cross the lesion. The balloon became stuck in the calcium and the wire broke. Due to the length of the procedure, a snare catheter could not be used to retrieve the detached device. The patient was sent for emergency surgery to remove the balloon and ensure safety. Extracorporeal membrane oxygenation (ECMO) equipment was used in preparation for an unexpected situation, the wire was successfully removed and the patient was reportedly fine post-procedure.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. The 71% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending. The patient underwent a chronic total occlusion (cto) procedure. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation and was unable to cross the lesion. The balloon became stuck in the calcium and the wire broke. Due to the length of the procedure, a snare catheter could not be used to retrieve the detached device. The patient was sent for emergency surgery to remove the balloon and ensure safety. Extracorporeal membrane oxygenation (ECMO) equipment was used in preparation for an unexpected situation, the wire was successfully removed and the patient was reportedly fine post-procedure.